Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause has been determined to be use/user error as the balloon was inflated over the rated burst pressure and the dfu states: "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0 x 60, 75 cm mustang¿ balloon catheter was advanced for dilation of an unspecified target lesion. When the balloon was inflated at 28 atmospheres, the balloon ruptured. The procedure was completed using a different device. No patient complications were reported.